Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smith medical syringe infusion pumps/medfusion 3500 pumps under infused. Reported from nicu staff ?incorrect amount infused. Said ?infusion complete ?but 30 cc left in syringe. Serial (B)(4). No information about patient.